Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 216693441, showed the loop was damaged and electrodes were missing. In conclusion, the mapping catheter failed the returned product inspection due loop damage with missing electrodes. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.